Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates and selected multiple bolus units. The insulin pump functioned properly and no motor communication error alarm was noted. The insulin pump was received with a cracked reservoir tube lip.

Event description:
Customer reported receiving an error alarm on the insulin pump multiple times. Customer stated that the alarm usually occurs during a bolus. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.